Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple continuous glucose monitor errors. There was no reported adverse impact to the customer. There was no reported adverse impact to the customer. Pump was reset to resolve the issue.